Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient could not feel the stimulation and needed to increase, but couldn't since (B)(6) 2016. The patient didn't know how to fix it. The patient was walked through increasing stimulation and using the patient programmer. Troubleshooting resolved the programmer issue. The patient was up high and put it down, but couldn't feel it. The patent's therapy never helped their symptoms, they never had therapeutic effect, and had nothing but trouble since implant on (B)(6) 2014. The patient was implanted for both bladder and bowel control, but mostly for bowel. Their bowel would run continuously and go into the patient's vagina and this was causing infection. The patient was having infections one after another. The patient had an appointment with their health care provider (hcp) on (B)(6) 2016 and they were doing tests again. The hcp was supposed to give the test results that they did last week. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.